Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed atrial pacing that was sensed from the ventricle. Technical services suggested several troubleshooting options.